Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer shut down, the device was left on for 24 hours with no issues. It was noted that the electrocardiogram (ECG) connector was loose and the rf head solder joints were cracked, as a result the link electronic module (lem) circuit board was replaced and calibrated, and the power supply and system fan were noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer turned off before patient could be interrogated. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.